Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros trop I es patient result was obtained while using the vitros 5600 analyzer. An ocd field engineer performed service to multiple analyzer subsystems including the microwell incubator, well wash, and signal reagent metering subsystems. Performance testing following service verified that the equipment was returned to expected operation. The assignable cause of the event is an instrument related issue. There is no evidence that the vitros trop I es reagent malfunctioned.

Event description:
The customer obtained a non-reproducible, higher than expected vitros trop I es patient result from a single patient sample (patient result = 0.258 ng/ml) while using the vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The affected result was reported from the laboratory, and a corrected report was issued (repeat patient result < 0.012 ng/ml). There were no allegations of harm to the patient as a result of this event. (B)(4).